Manufacturer narrative:
Initial and final MDR 1903469- MDR 3003442380-2024- 11770- device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced 5 infusion set was fell off during use on (B)(6)2024. The blood glucose level was 150 mg/dl at the time of event. The infusion set was in use for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.